Event description:
It is reported that the devices were explanted due to possible loosening and possible infection.

Manufacturer narrative:
This report will be amended when our investigation is complete.